Event description:
During implant, it was reported that the right ventricular (rv) lead could not be implanted. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The complete lead was returned in one piece with the helix retracted and clogged blood and tissue. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fracture or internal shorts. The reported event of defective lead was not confirmed.